Event description:
Additional information was received on (B)(6) 2011, when the physician provided clinic notes dated (B)(6) 2010. The clinic notes stated that the patient's seizures have gotten worse and that the patient's mother thinks the patient had an episode where he somehow pushed on his vns and caused it to migrate in his chest. During clinical visit that day high impedance was discovered. The patient's settings that day were output=2ma/frequency=20hz/pulse width=1000usec/on time=30sec/off time=60sec/magnet output=2.75ma/magnet on time=30sec/magnet pulse width=500usec. The physician later reported that the increased seizures were first noticed in (B)(6) of 2010 and due to the high impedance. The relationship of the increased seizures to pre-vns baseline levels is unknown. The patient has tonic seizure and facial motor seizures; both of which increased. Although surgery is likely, it has not yet occurred.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient had high impedance. Although surgery is likely, it has not yet occurred. The programming history database was searched and a system diagnostics test performed on (B)(6) 2010 showed output=limit/lead impedance=high/dcdc=7/eri=no. The patient was left programmed to output=2ma/frequency=20hz/ pulse width=1000usec/on time=30sec/off time=60min/magnet output=2.75ma/magnet pulse width=500usec/magnet on time=30sec that day and was not disabled. Additional information regarding the patient's high impedance has been requested from the physician, but no further information has been received to date.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent a full revision surgery on (B)(6) 2012, due to high lead impedance. The hospital reported that they no longer return explanted product s to the manufacturer.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Event date, corrected data: additional information was received which changes the event date that was reported on the initial report.